Event description:
A medtronic representative reported that during a biopsy procedure the navigation system unexpectedly restarted. After the restart the site launched synergy cranial software and found everything had saved. The surgeon confirmed accuracy prior to continuing and completed the procedure with the use of the navigation system. There was no impact on patient outcome. The overall delay was approximately 5 minutes.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. The navigation system software logs files were reviewed and did not contain any information that would indicate what might have caused the issue. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue and reported the site hasn't had additional issues since this event.